Event description:
It was reported that: "screw broke during implantation."

Manufacturer narrative:
Summary of eval: the root cause of the reported event with only the fractured head of the bone screw returned for eval. However, the optical inspection suggested that the bone screw failed in an overload condition due to excessive angulation and interference with the acetabular shell hole during insertion. The results of previous investigations for other cancellous bone screws indicated that improper drilling technique and/or extreme angulation during insertion will cause seizure of the bone screw. This can lock the bone screw half way and/or result in incomplete seating of the screw. Applying excessive torque to release and/or attempt to seat the screw can fracture and/or deform screw. The root cause of this event is likely related to operative technique. Device history review showed that no reported discrepancies.